Manufacturer narrative:
We are currently in the process of investigating this complaint. We will provide a follow up report upon completion of the investigation.

Event description:
It was noticed and reported by an internal optimized ortho employee that the patient had raised the wrong leg during the step-up x-ray. These x-rays are part of pre-imaging which optimised ortho uses to process the case. The incorrect step-up x-ray was also used in the insight application for preoperative surgical planning . The surgery went ahead with the wrong step-up x-ray. No patient consequences were reported.

Manufacturer narrative:
Method: ops insight planning was reviewed as part of this investigation along with pre-operative imaging. Results: the incorrect leg was raised for the step up x-ray taken by the radiographer at the radiology clinic. In addition, the incorrect leg raised x-ray was missed during the initial quality check and by the subsequent operations. Although measured correctly the x-ray should not be have been used at all. The error was subsequently missed during final checks of implants and report sending for ops insight. As a result, no ops insight summary report was created and only the online planning was visible. Using the incorrect step up x-ray, the anterior motion of the prosthetic head during the extension activity is longer and goes closer to the anterior rim of the cup. As a result the distance between the prosthetic head to the anterior rim of the cup is smaller for all orientations. Although incorrect, the effect on the orientation selection is a larger safety buffer as the resulting acceptable cup orientations is restricted to a smaller subset of acceptable orientations. Conclusion: this was an operator error at both the radiology and manufacturer end. However, no adverse patient consequences have been reported for this case. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was noticed and reported by an internal optimized ortho employee that the patient had raised the wrong leg during the step-up x-ray. These x-rays are part of pre-imaging which optimised ortho uses to process the case. The incorrect step-up x-ray was also used in the insight application for preoperative surgical planning . The surgery went ahead with the wrong step-up x-ray. No patient consequences were reported.